Event description:
Customer called reporting issues with his last two sensors. He can't get them to link to his insulin pump. His blood glucose was 106 mg/dl. The first sensor said sensor error, the second one said lost sensor. The correct transmitter ID was programmed. He was advised of a possible wetting issue. The sensor is brand new. It is inserted in the abdomen area. The lost sensor alert occurred during initialization. Radio frequency communication was never established. Customer called back an hour later, reporting the same sensor issues. He stated that he took too much insulin and his blood glucose dropped to 50 mg/dl. He treated with glucose tablets. When he pulled out the sensor, it was straight. When testing the transmitter, it was not working. Customer returned two sensors for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.